Manufacturer narrative:
(B)(4).

Event description:
Following a routine pump replacement, the pt developed an infection and was treated with IV antibiotics. They were unable to reduce the inflammation, so the system was removed. It was noted that they were unable to "culture any infection samples", but wound healing was delayed and the wound was red and swollen. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver hydromorphone, clonidine, midazolam, and ropivacaine.